Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyroid disorder ("thyroid"), rash ("I had severe rashes on my face for years"), seizure ("seizures in my brain"), headache ("headache almost 24/7") and tremor ("uncontrollable tremors"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, thyroid disorder, seizure, headache and tremor outcome was unknown and the rash had resolved. The reporter considered headache, pelvic pain, rash, seizure, thyroid disorder and tremor to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: data received from social media. Year of explantation amended. New event 'I had severe rashes on my face for years' added with outcome. New reporter added. Fu 4& 5 process together. On 23-mar-2020: social media received. New event seizures, headache, tremor were added. Reporter added. Fu 4& 5 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and thyroid disorder ("thyroid"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and thyroid disorder outcome was unknown. The reporter considered pelvic pain and thyroid disorder to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event medical device removal was updated to pelvic pain, event added- thyroid. Reporter information added on (B)(6)2020: process with fu1. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal¿ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.